Manufacturer narrative:
H6 medical device problem code 2017: failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. No femoral angiogram or other imaging was taken prior to the procedure. It should be noted the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In addition, the pre-close technique was not used when closing with a sheath size greater than 8f. The IFU states: for access sites in the common femoral vein using 5f to 24 sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event.

Event description:
Subsequent to previously filed report, additional information was received: it was reported that venous closure of a femoral vein was attempted using a proglide device with an 8.5f sheath after an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel closure of an unknown vessel was attempted using a proglide device relative to an unknown procedure. Reportedly, a cuff miss was noticed. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.